Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what troubleshooting steps were attempted to release the device (powered knife reverse button, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? How was the procedure completed? (B)(4).